Manufacturer narrative:
It was determined that the customer¿s water system underwent maintenance activities prior to the event. The water supply company was informed of the contamination and they installed water polishers in the system which resolved the issue. Water requirements are within the customer¿s responsibility. The issue has been resolved at the customer site.  After service, no further issues were reported by the customer.

Manufacturer narrative:
The customer calibrated and ran qc with acceptable results but the calcium results became critically low. The field service engineer inspected the analyzer and found that the facility's water system quality was out of specification. The customer then contacted the water supply company and their technician installed water polishers in the system. They purged all the systems and filled them with clean water. All fluidic adjustments were performed to ensure they were within specification. The field application specialist (fas) supervised the customer's performance of calibrations and qc. The results were within specifications. The investigation is ongoing.

Event description:
The initial reporter received questionable calcium (ca2) assay results from an unspecified number of patient samples tested on the cobas pro c 503 analytical unit. The initial results were reported outside of the laboratory. The reporter stated that the calcium results were critically high. The patient samples were rerun on a c501 module. The reporter was able to provide one example of a questionable result. The initial result from the analyzer was 13.4 mg/dl with a data flag. The repeat result from the c501 was 10.1 mg/dl. The repeat result was deemed correct.  The reagent lot number is 661077. The expiration date was requested but not provided.